Manufacturer narrative:
Failure analysis on the returned user interface shows that the user interface stayed dark when starting up the ventilator. The failure was traced to a defective display inverter board. When the inverter was replaced the top of the display appeared darker than the bottom. This was considered to be due to aging of the display ccfl.

Event description:
The customer reported that the display is dark on top. The customer reported there was no patient involvement.